Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for the motor arm cannot communicate with the main arm and software error. Customer¿s blood glucose was 386mg/dl at time of incident which was treated with pump. Customer perform troubleshoot and they are able to rewind the pump. Customer advised to monitor the pump and call back if issue occur again. Insulin pump will not be return for analysis.